Event description:
It was reported that the pt experienced a coupling and/or communication issue. An over discharge was suspected. Health issues were the primary reason for over discharge. The pt was feeling good and did not require stimulation so the pt had not charged or had stimulation for approx three months. There was no communication with the clinician programmer. A physician mode recharge was tried four times, but the implantable neurostimulator (ins) could not be brought back. An ins replacement was planned, but had not yet been scheduled.

Manufacturer narrative:
(B) (4)